Event description:
Via email: we have had another monopolar cord melt apart. This event occurred on thursday last week, and the cord was again being used connecting a valley device to davinci curved scissors, and the cord melted apart in the same spot as last time. The staff smelled something and heard a pop and saw a puff of smoke where the cord broke apart. No patient harm occurred, and there was a pencil-point sized burn hole in the drape below the sterile field. We are sending the davinci curved scissors from each event to the davinci rep for testing. On 23oct2019 additional information: 1. Please confirm whether or not there was any patient or staff impact which required medical intervention. There was no impact on the patient or staff which required medical intervention. 2. Do you have the lot#? The following number is on the blue part of the cord: 107027. I do not know if this is the lot number. We don¿t track usages because the IFU does not state a recommendation for tracking or limiting usages. Is there a recommendation for the number of usages for each cord? We are not aware of any such recommendations from the manufacturer. The cords are evaluated after every use for signs of wear, cracks, etc. I do not think the issue with the cords is a lack of appropriate evaluation. No further information available.

Manufacturer narrative:
Follow up: (B)(4). The complaint product was returned, and an evaluation was performed. The instrument at the time of manufacturing would have conformed to all specifications for the production. The root cause for the reported issue is most likely due to wear during maintenance/processing, excessive use and sterilization, and appears to have reached end of life. There have been no issues identified with the material or manufacturing process.

Manufacturer narrative:
Pr # (B)(4). On (B)(6) 2019 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Via email: we have had another monopolar cord melt apart. This event occurred on thursday last week, and the cord was again being used connecting a valleylab device to davinci curved scissors, and the cord melted apart in the same spot as last time. The staff smelled something and heard a pop and saw a puff of smoke where the cord broke apart. No patient harm occurred, and there was a pencil-point sized burn hole in the drape below the sterile field. We are sending the davinci curved scissors from each event to the davinci rep for testing. 23oct2019 additional information: please confirm whether or not there was any patient or staff impact which required medical intervention. There was no impact on the patient or staff which required medical intervention. Do you have the lot#? The following number is on the blue part of the cord: 107027. I do not know if this is the lot number. We don¿t track usages because the IFU does not state a recommendation for tracking or limiting usages. Is there a recommendation for the number of usages for each cord? We are not aware of any such recommendations from the manufacturer. The cords are evaluated after every use for signs of wear, cracks, etc. I do not think the issue with the cords is a lack of appropriate evaluation. No further information available.